Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/02/2021. H6 component code: g07002 - device not returned. Additional information was requested, and the following was obtained: it was reported that " 2-0 prolene snapped in half during graft anastomosis" . Does it mean that the suture/thread broke? Yes the thread broke in half approx. Mid-length. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " 2-0 prolene snapped in half during graft anastomosis". Does it mean that the suture/thread broke? Additional information was requested, and the following was obtained: were there any patient consequences? No patient adverse reported. Was procedure successfully completed? Yes, with another suture. The following information was requested, but unavailable: could you please provide the lot number and product code for the chromic gut involved in this procedure? Procedure name: event date?

Event description:
It was reported that the patient underwent an unknown surgery in 2021 and the suture was used. The suture snapped in half during graft anastomosis. There were no patient consequences. Another like suture was used to complete the procedure. Additional information has been requested.